Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by the medtronic indicated that the insulin pump was leaking from the reservoir. Customer reported that there was no damaged to the insulin pump. Customer reported that they had issue with the ring. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.